Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use warnings and cautions (p.7) warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient. " conclusion: the definitive root cause could not be identified. From the investigation results, the following causes are possible: it is presumed that this phenomenon was caused by the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, cleaning, etc. Since it is considered that this issue can be prevented by observing the instruction manual, it is possible the reported issue was caused by the handling of the user.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the insertion tube has a dent and is cut and leaking near 30cm mark. The forceps cover glue is chipped and peeling. The image has one broken element. The device failed the insulation test. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii ultrasound gastrovideoscope was pinched at the 30 cm marker. There is no patient impact related to this occurrence.